Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was no confirmed. No parts were replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while navigation the system's screen blackout for about 2 seconds and then came back on for the rest of the procedure. There was no delay to the procedure. No impact on patient outcome.